Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event; the customer was performing planned treatment/non-emergency treatment, and the procedure was completed using a wired footswitch. The philips field service engineer (fse) inspected the system on-site and confirmed that the wireless footswitch did not work. Upon troubleshooting, the fse found the led was flashing red and the footswitch had no connection to the base station. The issue was caused by a system restart and the disconnection of the battery, which affected the footswitch's functionality. To resolve the issue, the fse replaced all connections, and the battery was tested. After reconnecting the footswitch and restarting the system, the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch did not work. There was no reported patient or user harm. Philips has started an investigation of this complaint.